Event description:
It was discovered during the device evaluation, the olympus colonovideoscope was not producing an image and had foreign material present in the air/water channel. There was no patient involvement during this event.

Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit was not producing an image and had foreign material present. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined for the foreign material. However, it is believed that an internal electrical component failure caused the reported imaging failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.